Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided pump reset information. The customer was instructed to call back if any malfunction code recurred and confirmed their understanding.